Event description:
The physician was implanting a resolute integrity rapid exchange (rx) drug eluting stent for treatment of a tight "s" curve proximal to lad lesion. The lesion was excessively tortuous with severe calcification. Numerous pre-dilations were performed due to presence of hard plaque. The resolute integrity stent was deployed. At some stage, the diagonal became occluded as the resolute was positioned over the diagonal. During post-dilation, the patient's blood pressure dropped. CPR was performed but this was unsuccessful and the patient died. Cause of death was not provided. The physician did not feel that the patient death was related to the resolute integrity stent.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death), patient's condition - predisposed event (patient was pre-disposed to the event due to the co-morbidities coupled with the difficult resistant nature of the lesion). Conclusion results: device failure/lack of effectiveness related to patient condition (patient was pre-disposed to the event due to the co-morbidities coupled with the difficult resistant nature of the lesion).